Event description:
It was reported the customer had multiple no delivery alarms on their insulin pump. The customer has performed several infusion set changes, but the alarm persists. Customer's blood glucose was 376 mg/dl. The customer did not troubleshoot at the time of the call because the alarm was a past event. The customer declined to return their infusion set or reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.